Event description:
It was reported that during an unspecified stenting procedure, withdrawal difficulties were encountered. The mildy calcified lesion was located in the mildly tortuous left anterior descending artery (lad). It was noted that the patient had moderate but diffuse disease of the lad. The distal lad was pre-dilated with a maverick 1.5mm x 20mm balloon inflated to 15atms and the proximal lad was pre-dilated with a maverick 2.0mm x 20mm balloon inflated to 13 atms. The taxus liberte 2.25mm x 16mm stent delivery system (sds) was advanced without difficulty to the lad and deployed by inflating the balloon to 12atms for 30 seconds. Upon deflating the balloon, the balloon stuck to the stent and the physician was unable to withdraw the sds. The physician attempted to push the sds, however, the balloon remained stuck to the stent. The physician applied force to the sds and an unspecified guide wire and was able to remove the system from the patient. No further intervention was performed. The patient's condition is well.

Manufacturer narrative:
Visual examination of the returned device revealed a severe kink at the port area of the device. Several kinks were found along the entire length of the hypotube. The stent was not returned. The balloon and tip sections showed no issues with their profiles that could have potentially contributed to the complaint incident. It was noted that the balloon was subjected to positive pressure. Solidified contrast media was present inside the inflation lumen of the device. The device was attached to an encore inflation device, however, due to the presence of contrast media and the kink found at the port area it was not possible to inflate the balloon. A recommended sized guide wire was inserted through the lumen without restrictions. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to operational context due to the likelihood that anatomy/ procedural factors encountered during the procedure limited the performance of the device.